Manufacturer narrative:
A siemens field service engineer (fse) was dispatched and performed a total service call. The probes were inspected and calibration and dispenses were checked. The wash block was inspected. The aspirate probe and port dispenses were checked. The luminometer was inspected and cleaned. Pump tubings and fittings were inspected. The waste sensor was recalibrated. Thirty replicates of multi diluent 11 and quality controls (qc) were run. No issues were found. System was found to be operational. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. The summary and explanation of the test section of the instruction for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated troponin-ultra (tni-ultra) result on the advia centaur cp that was not reproducible upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.